Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. During preoperative check, the right atrial lead exhibited no sensing and loss of capture. Fluoroscopy revealed that the lead had dislodged at an unknown time. The patient was unaware of the issue and in good condition. On (B)(6) 2018, the lead was capped and replaced. There were no adverse consequences to the patient.